Event description:
Correction: during evaluation the device could not be deflated.

Event description:
Physician was using a 2.5 mm x 15mm sprinter legend rx balloon dilatation catheter to treat the 1st diagonal. It was reported that the balloon was inflated to 14 atm to predilate the lesion however after inflation the balloon would not deflate and force was required to remove it from the vessel. No patient injury occurred and no clinical sequelae were reported.

Event description:
Device evaluation: the distal tip was flared. The balloon bond was necked and partially flattened. The balloon was partially inflated. During evaluation the balloon could be deflated fully but not subsequently inflated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation, result: (root cause of the deflation difficulties cannot be determined, device not returned for evaluation). Evaluation, result: no conclusion can be drawn.